Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-01599-1. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. X-ray noted acetabular cup angle of inclination exceeded the widely recognized safe zone. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been indicated for a revision procedure due to the cup being anteverted and polyethylene liner wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A patient who underwent a total hip arthroplasty on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.